Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient alleges that their system goes off and on. The rep reported that the usage log indicates that their therapy was only used for 20 hours since (B)(6) 2017. The rep reported that the device was used for 3817 hours since implant. The patient also reported charging too often. They stated that they are charging every day. The patient also reported having an overdischarge event. The rep would capture the data and send it to technical service. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2017-dec-18. The rep was not sure of the patient¿s weight. The rep clarified that the patient was not overdischarged at the time of the appointment but was overdischarged in the past. However, their usage report did find that they had not utilized their battery more than 20% of the life of the battery. The cause of the overdischarge was due to the patient not routinely using their device even though they claim to use it constantly. The usage report revealed that they had only used the device for 20 hours over the last 45 days. The rep indicated that there was no indication that the system was malfunctioning in anyway. This information was confirmed with the physician who is aware of all testing and efforts made towards the system. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative was not aware of the prior overdischarge until the patient's appointment at the health care provider's office. Another manufacturer representative met with the patient on (B)(6) 2017 to resolve the overdischarge and clear the power on reset message. There were no further complications reported or anticipated.